Event description:
Reporter indicated that the site's dell handheld computer screen became frozen while communicating with vns patients devices. The event resolved temporarily with a soft reset and the site opted to keep the device. The event continued to occur, and the site requested a new hand held be sent. The malfunctioning hand held is expected to be returned for product analysis.